Manufacturer narrative:
Data analysis: automated impella controller (aic) logs did not have any alarms or issues around the date complaint. Device analysis: the console was tested on an engineering lab bench. No issue was found upon running the aic console for an hour with known good pump and purge cassette, and no fluid leakage was found around the purge assembly. Root cause: there was no issue found during the case. The device functioned/operated to specification.

Event description:
The user facility reported a patient of unknown age, gender, and ethnicity was implanted with an impella rp device for mechanical circulatory support for an unknown indication. It was reported that the purge solution was leaking in and around the purge cassette and the automated impella controller (aic) was wet under the purge door cover was leaking and needed to be changed. No visible damage to the cassette was noted. No patient harm was reported.